Manufacturer narrative:
Although the patient's condition is reported as fine and no pain is felt at the puncture site, the investigation findings revealed that the catheter tip is missing and could potentially remain in the patient's body. The actual sample was returned and evaluated. Visual inspection confirmed that the catheter was broken 23.5mm from the hub and the catheter tip is missing. The broken catheter segment was inspected under a microscope, and it showed the surface was partially rough and smooth indicating force could have been applied to the catheter tip. Simulation testing using a retention sample was conducted that included a bending test, a damage test, and a cutting test using scissors. The state of the actual sample could not be reproduced. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not be previously reported for the last six (6) months. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that this event was related to a device defect or malfunction. Device labeling does address the potential for such an event in the instructions-for-use by statements such as: (1) "do not make damage to the catheter with forceps and/or clamp" and (2) "do not make damage to the catheter by tip of the needle, scissors and/or blade, edged tool." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).

Event description:
The user facility reported that when a nurse placed a catheter into a patient and slightly withdrew it, the flashback placement mechanism did not appear as it should. The nurse reinserted the inner needle of the catheter and removed the inner needle again and connected the infusion set to the catheter hub. The flashback placement mechanism was still not showing. Since there was no visible dripping from the infusion set, the nurse removed the catheter and confirmed that the tip of the catheter was broken. Reportedly, there was no harm to the patient and no pain is felt at the puncture site.